Manufacturer narrative:
H10: the equipment was received in vyaire facility for evaluation. The reported failure was duplicated. Confirmed blown fuse at location f301. Root cause for fuse blowing was unable to be determined. After replacing fuse power supply was tested and found to be functioning as intended.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported during battery charging, the direct current status light emitting diode always lights up in red during use on a patient on the vela ventilator. The customer also reported there was a burnt out fuse on the main printed circuit board,. The customer reported the patient was transferred to another ventilator. The customer confirmed there was no patient harm associated with the reported event.